Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, vibration alarms or lack thereof) has been confirmed. Upon investigation, there was corrosion found on the multiple components in the distribution node (dn) pca. The contamination caused the service code 204. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse events occurred from the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and reported a lack of vibration alarms.